Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 676 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting and difficulty moving. The patient reports their blood glucose level remained high after administering boluses. Once at the hospital the patient was treated with intravenous fluids. The customer reports they had signed themselves out of the hospital after 24 hours.